Event description:
It was reported that the bd saf-t e-z set¿ bl standard needle was found loose in the packaging. The following information was provided by the initial reporter, translated from portuguese: "loose needle found on sealed packaging.."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: this event renders the device unusable and is not a MDR reportable event. Investigation summary: a device history record review was completed for provided material number 38732614 and lot number 2322468. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were within specifications. As neither picture nor physical samples were available for return, a thorough sample analysis could not be performed. An exact cause could not be determined for this incident. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative.